Event description:
The 4fr. PICC catheter started to look milky and change color. The line was placed 2001 and removed in 2002. One week after placement the patient was diagnosed with minor thrombosis, they used 5 fu chemo in the PICC. The patient was saying that they had irritation at the insertion site during therapy. The customer & rep wants testing done to determine if the changing color degraded the product or just discolored. No patient injury.